Event description:
The customer reported that the insulin pump did not alarm while having bent cannulas. The customer stated that she has noticed multiple bent cannulas and had high blood glucose. Attempted to troubleshoot the insulin pump, but a tubing clamp was not available at time of call. Advised the customer that a blue clamp would be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.